Event description:
It was reported that during an unk procedure, the device did not cut. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 05/31/2007. Information anticipated, but unavailable at this time.